Event description:
Hcp reported in 2003 the patient was at clinic for a refill. The drug was changed from morphine to morphine/clonidine 25mg/ml. The pump had been expected to have 5cc of drug left in the pump. They attempted to withdraw the remaining 3cc and the cap came off and the extracted drug spilled out of the syringe. They estimated they had gotten about 3cc out before it spilled. The pump was then filled with 18cc of the new medication. The flow was changed from 4.75 mg/ml a day to 5.25 mg/ml a day. The pump was programmed and the patient was released. Ten to fifteen minutes later, the patient's spouse reported that patient was lethargic. The physician examined patient and the patient appeared to be mentally impaired. The pump was stopped. An ambulance was called and patient was taken to the hosp. The patient was admitted to ICU with respiratory problems and was intubated. The patient was given narcan. While in the ICU the patient's condition improved but the patient was "still out of it." The pump was checked for medication on the following day. It was empty. The hcp was questioning whether the patient expereinced a stroke or some other pulmonary condition. The patient was refilled and was reported as doing fine.